Manufacturer narrative:
The reported condition of a pump with a channel "a" malfunction/will not open was confirmed. Baxter service found that channel "a" pump-head module keypad's "select" and "open" buttons were not functional. Inspection of the device by baxter found that the cause of the reported condition was due to a defective channel "a" pump-head module keypad. The pump's channel "a" pump-head module keypad was replaced to correct the reported condition. This issue is being investigated.

Event description:
The facility reported a pump with a channel "a" malfunction/will not open. It is unk when this event occurred. There was no pt injury or medical intervention associated with this event. No additional info is available.